Event description:
It was reported that the implantable cardioverter defibrillator(ICD) exhibited backup vvi operation. The ICD was set to MRI safe mode prior to the scan; however, on return to reset the device to present parameters, the device was found in backup vvi mode. The device was reset to its original settings on 31 nov 2023 with the help from technical services. The patient was stable.